Event description:
Type ia endoleak (minor): the patient underwent 2-debranch tevar. The relay plus (28m336250322490u) was inserted from the right leg and implanted from zone 1. Angiography then revealed a type ia endoleak. As post dilatation had not been performed, post dilatation was carefully performed using a tri-lobe balloon catheter (gore). Another angiography confirmed that the type ia endoleak still remained although its amount had decreased compared to the first angiography. The procedure was completed with follow-up. However, access angiography reveled damage on the right external iliac artery (eia); therefore, a vbx stent graft (7 mm x 79 mm, gore) was implanted to control bleeding. Comments from the physician: the physician assumed that sealing may not have been good enough as calcification was noted at the neck of the proximal portion. If a relay pro was available, the damage on the eia would not have occurred. Operation type: 2-debranch tevar. Blood loss: amount unknown. (B)(4). Patient outcome - "no health damage to the patient."

Event description:
Type ia endoleak (minor): the patient underwent 2-debranch tevar. The relay plus (28m336250322490u) was inserted from the right leg and implanted from zone 1. Angiography then revealed a type ia endoleak. As post dilatation had not been performed, post dilatation was carefully performed using a tri-lobe balloon catheter (gore). Another angiography confirmed that the type ia endoleak still remained although its amount had decreased compared to the first angiography. The procedure was completed with follow-up. However, access angiography reveled damage on the right external iliac artery (eia); therefore, a vbx stent graft (7 mm x 79 mm, gore) was implanted to control bleeding. Comments from the physician: the physician assumed that sealing may not have been good enough as calcification was noted at the neck of the proximal portion. If a relay pro was available, the damage on the eia would not have occurred. Operation type: 2-debranch tevar blood loss: amount unknown (tc#(B)(4)). Patient outcome - "no health damage to the patient."